Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead threshold increased. It was also reported that additional patient follow up is planned. The lv lead remains in use. No patient complications have been reported as a result of this event.